Event description:
The customer reported the system would intermittently fail to boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The filament drive board, generator drive, and hvsr board were replaced during the service call. The system was tested and found to be working as intended and put back into service.